Event description:
Customer reported daughter received a false negative result on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 21132c, reader sn (B)(4). Individual tested positive with two unspecified covid-19 antigen tests on an unknown date. Although requested, customer did not respond to technical supports three attempts to obtain additional information regarding the false negative event.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were seven previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Technical operations team tested retains of the cartridge lot and no false negative results were observed. The customer complaint could not be confirmed. The root cause is undetermined.